Event description:
It was reported that the patient presented for an ablation procedure. During the procedure that pulse generator was unable to be interrogated due to inappropriate magnet response from the ablation magnet. The device was able to be interrogated and normal function resumed after the ablation magnet was turned off. No further interventions were required. The patient was stable.